Event description:
Received correspondence from coopervision informing of a patient who was diagnosed with an infectious corneal ulcer while wearing biofinity toric lens and using biotrue multi-purpose solution. After four hours of wearing the lens, patient developed an uncomfortable feeling in right eye. Doctor determined the initial fit to be adequate. Within several days, the patient noticed a white mark on cornea, close to pupil, eye was red an irritated. Patient was treated for a corneal infiltrate/ulcer with a topical antibiotic and steroid combination drop. At follow up visit, the ulcer was 2.5mm and had penetrated approximately 90% of the cornea. The ulcer was cultured and serratia marcescens was identified. After may visits and antibiotic therapy, the progression halted and the ulcer healed. The best visual acuity after the event was 20/50. Patient was evaluated by a corneal specialist who determined the best corrected visual acuity is 20/100. The only treatment to clear the patient's vision is a corneal transplant. Doctor relates event to the contact lens.

Manufacturer narrative:
The device was not returned for evaluation and the lot number information is unknown. Doctor relates event to the contact lens.